Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2023 during which the pocket was revised with no complications.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: section h6 health effect - clinccal code should be "1994 - pain" in the initial report instead of "2388 - inadequate pain relief." This correction is reflected in this additional report 1.

Event description:
It was reported that the patient was experiencing pain and sensitivity at their ipg site. It was noted that the device had tilted and may be sitting on it's side and the patient mentioned they tried to ¿poke¿ the battery back into place. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.